Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: on investigation, the vibration feature of the pump worked as intended. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration issue. It was reported that the pump was vibrating constantly (about two times per second) after swimming with the pump. There was no reported visible damage or moisture ingress. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.